Event description:
It was reported that fiber end firing was noted. The fiber was exchanged and the procedure was completed utilizing the second fiber. Patient outcome "ok" reported. There was no additional information reported.

Manufacturer narrative:
Reportability aware date is: (B)(6) 2015.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal to the bevel edge; the glass cap exhibits severe devitrification at the output window; the glass cap output area appears depressed; the metal cap exhibits severe charred detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The fiber started to end fire at 363,612 joules of use and 39 minutes. The fiber tip (cap) was cleaned during the procedure.

Manufacturer narrative:
(B)(4).